Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The main housing was received in a disassembled condition. Functional tests involving the main housing could not be performed. Upon evaluation, the trigger operated as intended. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2013-06404 and medwatch 2210968-2013-06405. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a myomectomy on (B)(6) 2013. During the procedure, the surgeon morcellated the residual myoma. After ten to fifteen minutes, the device would not activate. The surgeon extended the port incision by 40mm to remove the residual myoma using forceps under direct vision.